Event description:
A report was received that the patient was experiencing discomfort at the ipg pocket. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg pocket was moved. The patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing discomfort at the ipg pocket. The patient will undergo a revision procedure.